Manufacturer narrative:
Concomitant medical products: 4068-58 lead implant date: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt lightheaded and thought that their implantable pulse generator (ipg) "doesn't seem like its working right" and that they hear a "very low beep". The ipg remains in use. No further patient complications have been reported as a result of this event.